Event description:
(B)(4)

Manufacturer narrative:
Additional info on the facility medsun medwatch report stated that the customer had tested the ventilator. It passed all tests and was run with the same user settings for 48 hours. The facility could not reproduce the issue. The facility stated that the possible problem could have been a result of a wet expiratory cassette. Further info has not been received but, according to available info, no parts were replaced therefore further investigations have not been possible. The hospital attributed the cause for the error to the ventilator possibly having been due to a wet expiratory cassette. Info about all the accessories in the pt circuit and logs was not received therefore it cannot be confirmed that the expiratory cassette was the cause. The true cause for the reported event can therefore not be determined. (B)(4).